Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent plate and screw implantation in (B)(6) 2014. Approximately one year post-op, it was reported that one of the screws broke. The patient underwent revision. Ten days post revision, it was noted on x-ray that a second screw was broken. No further information is known at this time.